Manufacturer narrative:
It cannot be determined whether any of the devices involved in this event caused or contributed to the infection. Other devices listed in the report: series 7000 standard tibia lot d5nmea, 70-510xr scorpio femoral component (catalog number illegible) lot unk.

Event description:
It was reported via user facility report: "patient was admitted for removal of hardware in right knee due to infection."